Event description:
Patient reported "deflation". Healthcare professional reported later "deflation". Healthcare professional reported later via returned goods authorization (rga) "valve delaminated from shell". This record is for the left -side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation and delamination: observed delamination of diaphragm valve through microscopic inspection assessed as adhesive failure. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "deflation". Healthcare professional reported later "deflation". Healthcare professional reported later via returned goods authorization (rga) "valve delaminated from shell". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left -side. Device remains implanted.